Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump display was blank. The customer¿s blood glucose level was 150mg/dl at the time of the incident. The customer reported that they received changed battery after a low battery alert. Customer states the display was not blank less than 30 seconds. Customer states display is blank currently. Customer states the contacts on the battery cap are missing. A new battery cap will be sent to the customer. The insulin pump will not be returned for analysis.